Event description:
The customer reported via phone call that they had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer was filling their tubing when they received the alarm. Customer's blood glucose level was 140 mg/dl. Customer stated that the reservoir was empty, which is why the pump said no delivery. Customer stated that they changed the reservoir and it was fine. Customer stated that they first experienced a no delivery message and then a motor error alarm. Customer received a motor position encoder error alarm last. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify alarm in the alarm history due to history file overwritten. Unable to verify excessive no delivery alarm due to motor error alarm. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.